Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. A calibration of the o2 and n2o needle valve was completed, and the unit was returned to service.

Event description:
The hospital reported the n2o delivery could not be fully shut off when the needle valve was closed. This cause the unit to be able to deliver a hypoxic mix. There was no report of patient involvement.